Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. It was reported that on 05/04/2024, the patient's husband found her passed out and called 911. She was brought to the hospital by emergency medical service (ems). The patient reportedly stated that her readings were off before the incident, but she was not able to remember the readings. According to the report, the patient was told that her bg was over 500 mgdl when tested at the hospital. The patient stated that she was in intensive care unit (ICU) for three days after being diagnosed with diabetic ketoacidosis (dka). The patient was reportedly unwilling to provide other details and stated she could not remember the other details. There was no documentation of further medical evaluation or intervention. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.